Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 225 mg/dl and 364 mg/dl. Patient's current blood glucose value was 409 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. Sensor updating and change sensor were also reported. The sensor is expected to be returned for analysis. Insulin pump is not returning for analysis.